Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 367962, batch no. 9004565. It was reported customer experienced erroneous results. "Pst tube gives inconsistent troponin results".

Manufacturer narrative:
H.6. Investigation summary: bd pas received a customer complaint from a us customer for erroneous troponin results while using the bd vacutainer® pst tubes. Bd pas did not receive samples from this customer for this issue, however, bd pas performed a device history record review which did not identify any non-conformances that may have contributed to the customer¿s reported failure mode. Bd pas performed a clinical complaint evaluation utilizing retention samples from the incident lot. Bd pas did not reproduce the customer¿s reported failure mode (erroneous troponin results). While a root cause could not be established, the customer indicated during a follow-up that their issue may be related to a pre-analytical error. To resolve the issue with the customer, bd pas provided specimen handling parameters addressing heparin plasma testing in clinical chemistry.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin(lh) 83 units blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 367962, batch no. 9004565. It was reported customer experienced erroneous results. Verbiage received, "pst tube gives inconsistent troponin results."